Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Implant date not provided by the complainant. Explant date not provided by the complainant; known to be approximately 6 months post implant. Product manufacture date unknown; lot number unknown. The root cause of the seroma is likely related to the extensive nature of the surgical procedure in which a lot of tissue is disrupted. The IFU notes that seroma formation is one of the potential complications that is possible with the use of any prosthesis.

Event description:
A zenapro device was placed as reinforcement in a transverse rectus abdominis muscle (tram) flap for breast reconstruction. This was a clean case. Suture and surgical tacks were used to secure the graft in place. Two post op drains were placed; one in the lower suprapubic region and one above the umbilicus region. The patient remained on post op antibiotics until the drains were removed. At some point post operatively, the patient developed a small wound in the suprapubic region. This wound was debrided and packed and eventually healed. However, the skin became red and the wound recurred. At approximately six months post-op, the patient was reoperated on and the zenapro was explanted due to the presence of a seroma. Portions of the device were well incorporated and remodeling was evident, but the portions where the seroma was present were not well incorporated. The surgeon indicated that the wound was likely a result of the presence of the seroma.